Manufacturer narrative:
(B)(4). Device history record (DHR) was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted with reference to (B)(4). No corrective actions can be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect.

Event description:
Alleged event: the crank handle broke while trying to open; the device got stuck in an open position during the case. No debris fell into the patient. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the crank handle broke while trying to open; the device got stuck in an open position during the case. No debris fell into the patient. The patient's condition was reported as unknown.